Manufacturer narrative:
The customer reported that the central nurse's station (cns) spontaneously rebooted. The customer replaced the cns monitor with a spare off brand monitor to continue patient monitoring. A nihon kohden technical support specialist provided the customer with the cns monitor part number in case he wanted to purchase a replacement cns. No patient harm was reported. The failed device will not be sent in for evaluation.

Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted.

Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) reported the cns-6201a (B)(4) monitor shut down. The cns tower did not. They replaced the cns monitor with an off brand monitor. Customer was not familiar with different options when a unit fails. Service requested customer requested to know about warranty periods for his device and the cns monitor part information. Service performed customer was informed of repair prices and contact information if he wanted to purchase a new or used unit. Cns monitor information was provided: a/e000528, and customer was transferred to customer service. Investigation result the cns was put into service on 10/26/11, which is over 6 years prior to the reported issue. The cns warranty expired on 10/26/16. A review of device history found no previously reported issues with the unit's display. There was a reported failure of the cns monitor. The cns monitor is not an nk manufactured product. Per cns-6201a service manual eighth edition, customer is advised to perform a maintenance check at least once every 6 months. This includes checking the appearance for damage and contamination, as well as checking the display upon power on. If the monitor was not replaced during the cns's lifetime, this would indicate the monitor was over 6 years of age. During this time, factors such as use, power issues, and other environmental factors at the facility could contribute to degradation of the unit. As the unit was not returned, nka evaluation could not be performed. The issue was caused by a failure of the cns display, not the cns itself. The cns alarm indicator is connected to the cns, not the monitor. Therefore, failure of the display monitor does not prevent cns alarm indicator from lighting up should an event occur. The cns monitor had failed well beyond the warranty period of 5 years. Customer was able to resolve the issue by replacing the monitor. There were no further reported issues with the cns or its display. Based on the given information, this issue is not suspected to be caused by deficient device design. Corrected information: g4. Date received by manufacturer: should be 01/23/2018 not 02/22/2018 as listed on MDR initial report. Additional information: b4. Date of this report e1. Initial report. Name and address: email added e2. Health professional e3. Occupation f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Correction additional information h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9.